Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose was unknown at the time of incident. Customer reported that the notification light was not blinking. Customer still heard the beeps after clearing the alarms. The device was not expected to be returned for analysis.